Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:deflation: observed opening striated on posterior side assessed as surgical damage.additional observations: crease fold observed, wear abrasion observed, brown particles inside of the device. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Event description:
Patient reported, left-side deflation. Later, healthcare professional confirmed. The device has been explanted and replaced.